Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006. Hardware: pixel 7 pro. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient was using a pod placed on the arm between 4 and 24 hours prior to the event, with insulin lispro delivered via controller app. The controller system had been operating in manual mode for about two hours preceding the event. The patient was present at a hospital as a visitor for significant other when progressively decreasing glucose levels occurred, reported as below 54 mg/dl and as low as 20 mg/dl. The patient subsequently experienced loss of consciousness, prompting immediate intervention by hospital staff and transfer to the emergency department. The patient confirmed the pod was in use at the time and was removed by hospital staff. The patient alleged the event was related to the device, reporting suspected excess insulin delivery. A diagnosis of extreme hypoglycemia with associated loss of consciousness and hypothermia was reported. Treatment included administration of intravenous dextrose and a glucose infusion. The patient reported hospitalization for approximately 2 to 3 days, with discharge on (B)(6) 2026. Certain details, including additional symptoms and the exact length of stay, remain unavailable as the patient was unable to recall further specifics.